Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade stopped rotating after the trigger was released during the evaluation. The device operated as intended during the evaluation. If the selector switch on the back of the motor drive unit was incorrectly set during the procedure, the device could have exhibited the reported condition.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the blade keep rotating outside of the barrel when the trigger was released. It was unknown how the procedure was completed. There were no advserse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.